Event description:
It was reported ongoing occlusion alarms occurred. Reportedly, the customer was using cold insulin and was using the same cartridge with novolog insulin for over 3 days, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per tandem user guide "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.